Manufacturer narrative:
Injector lot number search; cartridge lot number search. An injector lot number search was performed and one similar complaint was found. A cartridge lot number search was performed and two similar complaints were found.

Event description:
The rptr stated the surgeon inserted a competitor's lens using an msi-tm injector and an aq cartridge-fp but the haptics were broken. The incision was enlarged to remove the lens and another same type lens was implanted. The rptr stated the haptics broke during the loading process.